Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the bottom of the drip chamber of a flo-gard IV solution administration set separated from the tubing. This occurred during infusion of an unspecified drug. The reporter stated that this was noticed after fluid was observed coming out of the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received in its open pouch but the device still had its paper band on it and was unused. Visual inspection revealed that the tube was disconnected from the chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported issue could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.